Manufacturer narrative:
Device history record review for the returned device did not find any deficiencies. Review of info provided and analysis of the returned device concluded that there is not evidence of a prod defect. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.

Event description:
Same case as: 2184052-2015-00014. It was reported that an ardis implant was cross threaded onto an inserter, the implant disengaged from the inserter during implantation.